Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: deformation, fold creases, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.